Manufacturer narrative:
Correction:

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Periprocedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, cardiac tamponade, wire and catheter manipulation and prolonged or repetitive runs of rapid pacing. [During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site.] These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are not uncommon and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, the exact cause of the hemodynamic instability is unknown. However, in addition to the procedure it is likely that the patient¿s comorbidities could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transapical tavr procedure, post valve deployment the patient became hemodynamically unstable. The patient was placed on an intraaortic balloon pump and venous arterial ECMO. Despite all efforts the patient never recovered. The patient was made a dnr and expired one day post procedure. Per the medical records received, after deployment of the 26mm sapien xt valve, the patient developed progressive hypotension despite administration of vasopressors. He then had an episode of ventricular fibrillation. He was resuscitated but required continuation of vasopressor agents. The native left main coronary artery was found to be widely patent. The right coronary artery was chronically occluded. An intraaortic balloon pump was implanted and the patient was placed on venous arterial ECMO. He was taken to the intensive care unit in stable but critical condition. Postoperatively, he continued on medication for blood pressure stability. He was noted to develop a hematoma in the right groin which was surgically decompressed. He did require multiple blood transfusions including 6 units of ffp, 3 units of platelet phoresis and 4 units of packed red blood cells initially after admission to the intensive care unit. He continued to demonstrate severe hypotension despite administration of 7 l of fluid during his early postoperative course. His arterial blood gases demonstrated metabolic acidosis. He continued to require an increase in his vasopressors support. The gravity of the patient's clinical condition was discussed with the family who proceeded to make him a dnr. The patient expired on pod1.